Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
Per medwatch (B)(4) it was reported that during a lefort I maxillary advancement, bilateral sagittal split osteotomy, mandibular advancement surgery, the tip of the bur broke off in the bone. It was also reported that the broken piece was retrieved. It was also reported there were no adverse consequences as a result of this event and that the procedure was completed successfully. No further information was provided.